Manufacturer narrative:
An attempt to inflate the returned device revealed a leak in the balloon. Visual inspection at high magnification confirmed the source of the leak was a longitudinal tear in the balloon.based on the information provided and the investigation performed, the root cause of the tear could not be determined.the review of the lhr (lot f1103314) indicated that the mynx device met all established performance criteria prior to shipment.

Event description:
It was reported by the aci sales professional that a patient underwent an unknown procedure on an unknown date. Access was obtained at the common femoral artery via a 6f procedural sheath. There was no report of a pre-procedural femoral angiogram to assess the suitability of closure. Post procedure, the physician (name and training status unknown), chose the mynx to close the femoral artery. It was reported that when the physician pulled the balloon back towards the arteriotomy, a balloon rupture occurred. The physician removed the device and converted the patient to manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device and the procedural sheath were not returned; therefore, a physical investigation could not be performed. Based on the information provided and no returned device for physical investigation, the reported event could not be confirmed and the cause could not be determined. A review of the lhr was not possible as the lot number was not provided. However, product release at aci is contingent upon the successful completion of lot release testing and a documentation review by the quality department.